Event description:
During a laparoscopic tubal ligation the r0708 was being inserted and the safety shield was slow to cover the blade of the trocar. Before the blade was covered, it cut into the omentum and nicked a portion of the small bowel. A general surgeon was consulted and determined that it did not warrant opening the pt. Two days post-operative the pt's condition required reoperation for small bowel perforation. The damaged portion of the bowel was resected at that time. The trocar is being retained by the hosp at this time.